Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was guided to follow the recommendation of respiratory product manager ariel merkt to disable the wli image enhancement mode, as described and also modified the user settings. The issue got resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported endoscopic image appeared to have a grid overlay resembling cheesecloth during a diagnostic endobronchial ultrasound procedure involving an olympus video system center while the device was inside the patient. The procedure was completed using the same device. There was no patient injury reported.